Manufacturer narrative:
H.6. Investigation: customer returned (91) 32g x 4mm bd pen needles from lot; 8269996: four were used, and 87 were unused (sealed). Consumer reported needles bend at patient end and sometimes break during injection. 30 out of the 87 returned (sealed) pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe) outer diameter (in) lube sample 1, good/good, 0.0093, good, sample 2, good/good, 0.0093, good, sample 3, good/good, 0.0093, good, sample 4, good/good, 0.0092, good, sample 5, good/good, 0.0094, good, sample 6, good/good, 0.0092, good, sample 7, good/good, 0.0094, good, sample 8, good/good, 0.0093, good, sample 9, good/good, 0.0093, good, sample 10, good/good, 0.0092, good, sample 11, good/good, 0.0093, good, sample 12, good/good, 0.0092, good, sample 13, good/good, 0.0093, good, sample 14, good/good, 0.0094, good, sample 15, good/good, 0.0093, good, sample 16, good/good, 0.0092, good, sample 17, good/good, 0.0093, good, sample 18, good/good, 0.0092, good, sample 19, good/good, 0.0093, good, sample 20, good/good, 0.0093, good, sample 21, good/good, 0.0093, good, sample 22, good/good, 0.0093, good, sample 23, good/good, 0.0092, good, sample 24, good/good, 0.0093, good, sample 25, good/good, 0.0093, good, sample 26, good/good, 0.0093, good, sample 27, good/good, 0.0093, good, sample 28, good/good, 0.0092, good, sample 29, good/good, 0.0093, good, sample 30, good/good, 0.0093, good. All 30 of these samples tested within specification, and no issues were observed. Next, the four samples that were returned after use were examined, and it was observed that two pen needles had bent patient end (pe) cannula, and two had broken pe cannula. No evidence of manufacturing defects were observed on any of the four samples that were returned after use. Since these samples were returned after use, the probable cause of the bent or broken pe cannulas is user error when handling the pen needles, either during injection, or when re-shielding after use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for these issues (bent pe cannula, broken pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. Since these samples were returned after use, the probable cause of the bent or broken pe cannulas is user error when handling the pen needles, either during the process of injection, or when re-shielding after use. H3 other text.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that needles bend and sometimes break at the patient end during injection. Consumer reported needles bend at patient end and sometimes break during injection, stated that she pinches up the skin when injecting with nano pen needle. Samples will be submitted for evaluation. There was no medical attention, some of the needles broke as she was doing the injection but before going into the skin. Lot#: 8269996, product#: 320122, exp: 09-30-2023, occurrence date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing the cannula breaking off during use. The following has been provided by the initial reporter: it was reported that needles bend and sometimes break at the patient end during injection. Verbatim: consumer reported needles bend at patient end and sometimes break during injection, stated that she pinches up the skin when injecting with nano pen needle. Samples will be submitted for evaluation. There was no medical attention, some of the needles broke as she was doing the injection but before going into the skin. Lot #: 8269996. Product #: 320122. Exp: 09-30-2023. Occurrence date: unknown.